Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was received by the reporter with a note stating, "sutures didn't catch." The reporter observed the device and it appeared to him that a needle did not capture a cuff. A second proglide was used to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.